Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The field service engineer (fse) confirmed the reported failure. The fse replaced the front bezel to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Although no part has been returned for failure analysis, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Report date: 03sep2021

Event description:
The customer reported that the unit is currently down due to nav-ring issue and requested a replacement of the front bezel. Patient involvement information is pending, but there was no patient or user harm reported. The remote service engineer (rse) confirmed the customer's unit is currently down. The rse informed customer that fse will contact to schedule onsite service. Further information is pending.